Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure the endurant ii stent graft was inserted via the right approach. The contralateral limb was successfully deployed and cannulated. A pig tail catheter was then used to determine that the distance from the endurant ii stent graft flow divider to the bifurcation on the left internal iliac artery was 11 cm in length. The left internal iliac artery was marked on the angiographic image and a 16x28x124 endurant limb was implanted. However, it was determined that the endurant stent graft limb coverage extended distal to the intended location to the external iliac artery and unintentionally covered the left internal iliac artery. After deployment of the ipsilateral limb and additional stent graft limb on the right side, an angiogram confirmed that the left internal iliac artery was occluded by the endurant stent graft contralateral limb. The physician attempted to balloon the bifurcate and limb and was successful in moving the contralateral gate of the endurant ii stent graft bifurcate proximally. However, the physician was unable to move the endurant contralateral limb and the left internal iliac artery remained occluded. The physician completed the procedure with the left internal iliac artery still occluded and no future treatment is planned. Per the physician, the cause of the event was related to a misjudgement of the length to the left internal iliac artery bifurcation during the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported, the patient was emergently transported to the hospital due to abdominal aortic aneurysm (aaa) rupture three years and one month post the index procedure. An non-mdt 36mm cuff was implanted on the same day due to suspicion of a type iiib endoleak from the main body trunk. The endoleak resolved and treatment for the type iiib endoleak suspected was completed. It was reported that the cause of the endoleak was due to fabric damage. Conversion to laparotomy was performed due to enlargement of the aneurysm diameter (hematoma) observed after 2 weeks had passed. This enlargement was confirmed to be due to a type ii endoleak. At the time of laparotomy, the endurant was explanted, along with the non-mdt cuff implanted, with the limbs left insitu and a y graft implanted in the patient. No additional sequalae were reported and the patients condition is reported as good. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.